Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation was pulled apart (overstress), the outer insulation was breached cut, and there was apparent explant damage.

Event description:
It was reported that the patient went to the emergency room (ER) after fainting and hitting their head. It was also reported that the patient sustained a subdural hematoma and was in critical condition due to the fall. Additionally, it was noted that the right ventricular (rv) lead had intermittent loss of capture, no capture, high thresholds, and r-wave not sensing at 30 milliseconds. Reprogramming was completed to obtain a higher output. The lead was removed and replaced. No further patient complications have been reported as a result of this event.